Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl at the time of incident. The customer received low battery alert prior to replace battery now. The customer also reported the power loss alarm and stated that they were able to clear the alarm successfully. The customer was assisted with troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.